Event description:
Device malfunction: breakage of the shaft. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a pta internal carotid procedure of an eccentric, mildly tortuous and mildly calcified artery, the physician attempted to insert the rx acculink stent system through an arrow sheath. During insertion a breakage of the shaft occurred, due to unknown reasons. The stent and the arrow sheath were removed from the patient. The stent remained within the sheath and was discarded. A new stent and a new arrow sheath were used to successfully complete the procedure. No additional information available.

Manufacturer narrative:
Quality assurance and product performance engineering were unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.